Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5- operator of device is unknown.

Event description:
It was reported that the device exhibited a check syringe plunger error sensor. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: h6: correction: event problem and evaluation codes: method code should have been originally reported at b21.

Event description:
Additional information was received via email on 06-dec-2022. Per the complaint contact, I work in the biomedical department with no interactions with any patients involved in these devices.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found bottom case and plunger assembly tamper seals are broken, both front corners of the top case are chipped out. The devices event history log was reviewed for evidence of the reported event, check syringe plunger sensor found in history. To conduct functional testing, the device was powered up. Upon power up, check syringe plunger sensor error was found and replicated at power up, only when plunger assembly was pushed all the way in. Flippers touch the top of an ear clip which is causing the error. To resolve the issue, both plunger cases were replaced. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.